Event description:
Per the clinic, the patient experienced wound breakdown, which subsequently led to infection. The patient was treated with antibiotics (type not reported); however, the issue did not resolve. The device was explanted, and the surgeon performed a wound washout on (B)(6) 2026, under general anesthesia. The electrode array was left in situ for potential future reimplantation.